Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The submitted system controller periodic log file contained approximately 89 days of data ((B)(6) 2023 ¿ (B)(6) 2024 per the timestamp). Between (B)(6) 2023 at 11:15:58 and (B)(6) 2023 at 11:15:49 the system controller backup battery usage count was observed to have increased from a usage count of 13 to a count of 14. This indicates that the system controller backup battery activated to support the system during a loss of external power. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. No other notable events or alarms were observed in the log file. The pump maintained a speed above the low speed limit (lsl) without issue throughout the log file. The submitted system controller event log file contained approximately 12 days of data ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above the lsl without issue throughout the log file.the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including low voltage advisory, low voltage hazard, and no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clip, 14v battery, and system controller. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their battery clips, batteries, and controller ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power alarm was observed on the patient's controller on (B)(6) 2023. It was not seen on the log files as it was replaced by newer events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.